Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an event of high alarm displayed: cassette not attached properly, also duplicating. Unable to confirm the reported under-infusion issue, dso (downstream occlusion) open. This event occurred during pre-test.